Manufacturer narrative:
Records indicate this lead remained implanted in the patient. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this right ventricular (rv) lead expired two days post implant. It was reported that there were no anomalies at the implant procedure or post procedure. The device was interrogated after the patient had expired and concern of a possible lead dislodgement or loss of capture was noted. A ventricular fibrillation (vf) episode was stored in the device, however it was unable to be determined if it was true vf. No further information was available.